Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed evidence of short battery life due to sudden battery voltage drops that led to low battery warnings. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured properly to the pump, and a power loss was not observed. During testing, the sleep current draw was above specifications and allowed for the short battery life complaint to be duplicated. The cgm module was disconnected from the printed circuit board and found to have an intermittent condition due to a cold solder connection. The connection was re-soldered, and the current draws returned within specifications after the module was reconnected.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).